Event description:
Fiberwire broke causing failure to the ac joint reconstruction. This was noticed during a follow up visit at approximately 3.5 months. A revision was required to repair ac joint. This device is used for treatment.